Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. A lead revision procedure was performed and this lead was capped and surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).